Event description:
Carefusion technical support documented the following info to capture an event reported by a user facility: "no pt involvement circuit disconnect. Screen is frozen. When first powered up. After a while the unit started to run ok without issue. The display seemed to work without problems. The transducers seem to be drifting. This unit was on compressor when these issues occurred. In the error log it showed the compressor low output."

Manufacturer narrative:
(B)(4). Biomed at the user facility was to run the unit for some time, and check it again before placing it back in use. As of may 8, 2015, no add'l assistance has been requested from the customer for this reported event.